Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who recommended that they stop wearing the byte aligners. The patient reported that the aligners caused their crowns to break. Letter of recommendation provided.

Manufacturer narrative:
Report #3014845255-2024-04879 is a duplicate of report #3014845255-2024-04816 issued on 12-12-2024.